Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. Based on quality assurance (qa) assessment, the product met specifications at the time of release. Based on the investigation results the root cause of the reported event could not be determined. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a posterior capsule tear during a laser assisted cataract procedure. A vitrectomy was performed and the procedure was completed without further harm to the patient.